Event description:
It was reported by the rep that the (1) 512nt was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the trocar seal tore in the beginning of the case. It appears that it tore when the non-bladed obturator was taken out of the packaging and placed in the cannula. A new trocar was opened to complete the case. There was no pt consequence.